Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the guidewire is snagging. No patient harm occurred other than a second venipuncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a snagging guidewire is inconclusive because the exact clinical conditions of the failure could not be replicated, and the failure could not be replicated. One 20 ga accucath ace device was returned for evaluation. Inspection of the returned sample 5 showed abundant blood residues throughout the device. Sample 5 was returned with broken housing just proximal to the curve in the device housing, and the needle shaft was severely bent at the flash notch of sample 5. The guidewire appeared looped around and stuck to the spring that was protruding out of the housing of sample 5. No functional testing could be performed for this device, as it appeared to have been intentionally broken. Microscopic observation of the guidewire of the device revealed the guidewire was intact and did not appear damaged. The failure of a snagging guidewire could not be assessed due to the damaged state in which the sample was received; therefore, the complaint of a snagging guidewire for the returned samples is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.